Event description:
It was reported that during the stenosis proximal to the aneurysm procedure the operator guided distal access catheter distal to the aneurysm into the right middle cerebral artery using the intermediate catheter. The subject flow diverter stent was selected but during the deployment attempt, the sheath and the distal access catheter migrated. The goose neck snare was used to pull up the sheath from the brachial artery to improve support. Next, the distal access catheter and the subject flow diverter stent were guided again to m1 segment and the subject stent was partially deployed, pulled to the planned implantation position and deployed completely. However, the subject stent did not cover the proximal of the target site, and another flow diverter stent was added and deployed over about half the length of the previously implanted stent. After that a percutaneous transluminal angioplasty (pta) was performed using balloon catheter to confirm that proximal of the target site was not covered. Another flow diverter stent was placed. Posterior dilatation was performed with balloon catheter, and the procedure was completed. After this medical procedure, the cerebral infarction was occurred. It is unknown if this procedure contributed to the cerebral infarction. The patient's health condition is unknown. No additional medical treatment was scheduled.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not performed due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be severely tortuous. An assignable cause of anticipated procedural complication will be assigned to the reported event 'patient stroke¿ as a product related root cause does not apply and the issue is due to an known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported event 'stent failed/unable to open¿. H3 other text : the device is not available to the manufacturer.